Manufacturer narrative:
Only device photos were received. H6. Health effect - impact code continued: f2203 - imaging required visual analysis: visual analysis of the photographs identified: ¿ rupture: not observed openings on the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side exchange with no complaint against the device. Healthcare professional later reported rupture. Device has been explanted, replaced, and discarded.